Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on display. Customer¿s blood glucose level was unknown at the time of the incident. Customer state that the difficult to read the display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor scratched lcd window. (B)(4).